Event description:
This report pertains to one of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific that three resolution 360 ultra clip devices were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the physician wanted to put a clip against a delayed bleeding after polypectomy. The clip was fired and was able to grasp onto tissue; however, the clip did not detached from the catheter despite opening and releasing the handle. After several movements of opening and closing, the clip eventually detached from the catheter but was sitting loose on the tissue. The same problem occurred with the second and third resolution 360 ultra clip devices. It was reported that the devices were removed and the procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.